Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated that the unit had turned itself off a time or two and they went to check the device late thursday afternoon since their back was hurting worse, but when they tried to connect the communicator bluetooth light wouldn't come on. Pt said that the ins battery was at 50% but the therapy was off. Agent reviewed. Pt stated that the ins would turn itself off when the ins reached maybe 20%, but the ins turned off a time or two before when the ins was at 50%. Agent reviewed. Agent had the pt reset the communicator, close all apps on the handset, and then attempt to connect. Communication was successful. The troubleshooting steps taken during the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6). Implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.